Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's white patient cord has been cracking and has some wear and tear. The device was interrogated with no alarms or concerns.

Event description:
The system controller was said to be exchanged during the patient next appointment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the strain relief on the white power cable was confirmed via the submitted photos and testing of the returned controller. The submitted photos revealed damage to the strain relief on the white power cable. The system controller was functionally tested and was able to support a mock circulatory loop for an extended duration without any alarms or issues. The downloaded log files revealed routine events including typical power source exchanges and a driveline disconnect alarm on 08sep2025 which is consistent with the reported controller exchange that took place on 08sep2025. Provided information indicated that the device was interrogated and revealed no alarms or concerns. A root cause for the reported damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook, section 6 ¿ "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged on 08sep2025.